Event description:
The patient experienced a loss of analgesia. A catheter break/cut was discovered at the lumbar site. The catheter was replaced. The pump contained hydromorphone 6.0mg/dl delivered at 2.3348mg/day as well as lioresal 70mcg/ml. The patient recovered without sequelae.

Manufacturer narrative:
(B) (4).